Manufacturer narrative:
The insulin pump had cracked and bleeding display glass. No blank display or audio anomalies could be verified due to the damaged display glass. The insulin pump had a cracked case at the display window corner and a cracked end cap.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a broken screen and sounded a continuous beep. The blood glucose reading was 180 mg/dl. The customer stated that he attempted to resolve the issue with a battery change, but the insulin pump would not turn on any longer. He noted that he had fallen off of his bike and cracked the screen, as well as another part of the insulin pump. He observed the crack right above the up arrow button and at the corner of the display screen. Advised replacement of the insulin pump. Nothing further reported.